Manufacturer narrative:
Evaluation summary: the dough type bone cement solidified earlier than the surgeon expected. The humidity and pre-cooling temp of the monomer were not mentioned and greatly effected the bone cement set times. The or temp was on the high end range of the recommended cementing conditions and a short set time should have been expected. Osteobond bone cement has an expected set time of 3 mins at 75 degrees mixing temps, therefore, a set time of 5 mins is not uncommon. Polymerization rate can be reduced by chilling the liquid monomer in a refrigerator prior to use. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that after mixing this product with an opened mixing bowl, the surgeon applied to the marrow cavity manually. But, the cement solidified under 5 mins, the surgeon could not insert stem and only could remove that solidified cement incompletely. Then the anesthetic began to wear off, the surgeon closed the wound to quit the surgery that day. The due date of next surgery is not yet determined.